Manufacturer narrative:
Nc075181/gr56599/ca-sn:(B)(6) :contra angle 147632 (dirty collet and plain bearing damage) defective, repaired. Micromotor gmr2189677, foot control 197478, measuring cable lip clip, as well as the charger have no faults. Measuring cable file clamp not supplied. The case has broken in several places (probably due to an impact) has no effect on the function. Function test and test measurements without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver stopped during treatment. No injury occurred.